Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead was an attempted implant due to lead body damage. The physician stated that the integrity of the lead was compromised. Moreover, when the physician put the straight stylet into the lead, the lead would spiral or twist as the stylet traveled down the lead and the silicone appeared to be twisted. The lead was never in service. No adverse patient effects were reported.

Event description:
It was reported that this lead was an attempted implant due to lead body damage. The physician stated that the integrity of the lead was compromised. Moreover, when the physician put the straight stylet into the lead, the lead would spiral or twist as the stylet traveled down the lead and the silicone appeared to be twisted. The lead was never in use. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Analysis showed that the (stylet insertion difficulty into lead - lead body damage) allegations were confirmed. Based on observation of a clockwise twisted in lead body damage is consistent with over torque of helix. Laboratory analysis confirmed reported allegation.